Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed noise on the atrial lead. The noise was oversensed, causing multiple episodes of inappropriate mode switches. The lead remained implanted.